Event description:
It was reported via repair work order that the brakes were not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes were not holding due to broken caster stems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with product information and evaluation results provided by customer noting that the brakes were not holding due to broken caster stems. Issue was resolved by replacing the broken casters. Evaluation performed by customer.